Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s mother reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 134 mg/dl at the time of the incident. The customer¿s mother reported the top section of the reservoir compartment is broken. They state the clear o ring around the reservoir compartment fell off. The customer did troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Unit received missing reservoir tube o-ring, pillowing keypad overlay, keypad overlay texture damage, faded serial number label, minor scratches on case and minor scratches on lcd window.